Manufacturer narrative:
With regard to this complaint, six 25 gauge stepped laser probes were received for investigation. Three probes were in unopened pouches. Microscopic examination revealed trace amounts of adhesive on the shaft and/or tip of five of the returned instruments. The presence of glue residue is a rare manufacturing related failure. Device history record review pertinent to lot 2000406526 revealed no deviations and review of the complaint database showed that no similar complaints have been reported on this specific lot previously. No remedial or corrective/preventive actions will be undertaken this time.

Event description:
The customer reported that "a coating" was noticed on a tip of the laser probe. The procedure was completed with a new probe. Patient harm did not occur.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
The customer reported that "a coating" was noticed on a tip of the laser probe. The procedure was completed with a new probe. Patient harm did not occur.